Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During pvc right ventricular outflow tract (rvot) mapping, a cardiac tamponade occurred which required cardiac surgery. The physician was mapping in the area of the rvot and performed one rf application. While mapping, the patient moved and started coughing. The patient started sweating and a drop in blood pressure was observed. An echocardiogram was performed which revealed a tamponade. Two pericardiocentesis procedures were performed and then the patient underwent cardiac surgery to repair the perforation. The patient is recovering.